Manufacturer narrative:
It was reported that a 66-year-old female patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. The biosense webster inc. Product analysis lab received the device for evaluation. Upon initial inspection, the product revealed no physical damage. The investigational analysis completed (B)(6)2020. The device was visually inspected and it was found in good conditions. The magnetic, temperature, and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed, and no internal actions were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Manufacture reference no: (B)(4).

Manufacturer narrative:
During an internal review on(B)(6)2020 , it was noticed that the manufacture date and expiration date were omitted in error. Section d4 expiration date has been updated with (B)(6)2020 and section h4 manufacture date has been updated with(B)(6)2019 . Manufacture reference no: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, the smart touch catheter was used to treat ventricular extrasystoles (ves) located at the right ventricle outflow tract (rvot). The physician looked for the ves on the recording system and started with the first ablation, he was advised that the catheter needed to be zeroed; however, since he believed he was in a good spot, he continued ablating. After the first ablation was finished, the catheter was calibrated and zeroed. 3 ablations later, the ves was gone; however, the assistant physician looked at the monitor and recognized something was wrong. Cardiac tamponade was confirmed by ultrasound. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The patient was reported in stable condition and was moved to the intensive care unit (ICU) for monitoring. Extended hospitalization was required as a result of the event. Patient¿s outcome is fully recovered. Physician¿s opinion regarding the cause of the adverse event is that there were some regions in the right ventricle which were thinner than the coronary sinus (cs) that could be penetrated easily. No biosense webster inc. (Bwi) product malfunctions were reported. The visitag had 4-11g in average. There was an impedance drop of about 35 ohms at the end of the third ablation. All ablations were done at 30 watts. The force visualization features that were used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were 3mm, 3s, 3g, 25% of time. The additional filter used with the visitag was respiration. The color option used prospectively was time.